Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: age/date of birth, sex, concomitant medical products, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, additional MFR narrative. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that at the time of the event, the patient's anticoagulation was therapeutic. Prior to the pump exchange, the site attempted to treat the patient with thrombolysis and fractionated heparin. The patient is also reported to have developed evidence of liver and renal dysfunction as well as very darkly pigmented urine. A decision to remove the aortic root thrombus and exchange of the pump was made after extensive discussion with the patient and her family. The patient underwent the pump exchange on (B)(6) 2016. During the exchange, the thrombotic material was confirmed in the area of the valve replacement and not in the aortic root. The patient is reported to have done well post-operatively and was discharged home on (B)(6) 2016. The hvad system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The fifu addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis revealed 1 low flow alarm was logged on (B)(6) 2016 at 15:03:56. Thirteen high watt alarms have been logged since (B)(6) 2016. Waveforms indicate an increase in power consumption starting on (B)(6) 2016, leading to current parameters outside the normal operating range, confirming the reported event. Analysis of the returned controller revealed that the device passed functional and visual testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include the confirmed thrombotic formation at the patient's transcutaneous aortic valve repair site and the possible subsequent ingestion of this thrombus by the hvad. Though the root cause of the reported event cannot be conclusively determined; there are patient and other implantable non-device related factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - (B)(4), manufacturing date: 10/24/2014, expiration date: 10/24/2015, (B)(4), date received by manufacturer: 11/07/2016. (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient has been on the hvad since 2012. He developed some aortic insufficiency some time in the (B)(6) 2016 and had a transcatheter aortic valve replacement (tavr) which was working well for the patient. She presented with heart failure symptoms (dark urine, hemolysis) and it was discovered she developed a clot at the site of the new aortic valve that was confirmed by angiogram. The patient's ldh and plasma free hgb were elevated, but his hvad did not show signs of thrombus, until several days after the aortic valve clot was noted. On (B)(6) 2016, the site noted high watt alarms. Based on log files and previous history, would be consistent with a possible pump thrombus. The patient's md elected to do an hvad-hvad exchange on (B)(6) 2016. During the pump exchange is was found that the patient's thrombus was located not in her aortic root, but rather the area in the of the valve replacement, underneath the valve itself. The pump was exchanged without incident and the patient was discharged home on (B)(6) 2016. No additional information provided.

Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. The reported event of ¿high power¿ could not be replicated but was confirmed with log file analysis. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.97 watts. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 1 low flow alarm was logged on (B)(6) 2016 at 15:03:56. 13 high watt alarms have been logged since (B)(6) 2016. Waveforms indicate an increase in power consumption starting on (B)(6) 2016, leading to current parameters outside the normal operating range, confirming the reported event. Analysis of the returned controller revealed that the device passed functional and visual testing. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 1403us / serial number: (B)(4). Device available for evaluation: return date: 2016-11-15. Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicates that the patient also presented with hematuria and reported "a little bit" of dyspnea on exertion on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.